Manufacturer narrative:
After further evaluation by engineering, it was found that there were grid-like artifacts throughout the images used during the reported event. Objects outside the imaging volume show up as artifacts within the imaging volume. These types of artifacts can be minimized by adjusting the patient/ hardware setup on the table. Some of these artifacts were present on prior examinations from this site as well. Also, the dose the rt chose to use on the patient was much higher than recommended, but this would not contribute to image degradation. An email was sent to the field on (B)(4) 2013 suggesting additional training for the site.

Manufacturer narrative:
A medtronic representative following-up at the site on (B)(4) 2013, tested for navigation accuracy. Image quality was good, navigation accuracy was good. System determined ready for use. Medtronic software engineer analysis of patient logs finds no indication of any anomalous behavior during the actual 3d spin. The accuracy between the o-arm and stealth was accurate. Reported behavior could not be replicated.

Event description:
A medtronic representative received a report alleging that, while in a spine procedure, an o-arm had produced images that were grainy. The surgeon used the images for navigation, deeming them to be accurate. A post screw placement spin identified 3 spine screws that were misplaced in the disc space. A post-op spin was used to navigate and revise those 3 screws. They did another post screw placement spin to confirm accurate screw placement.